Event description:
During a meniscal repair, the sales representative confirmed that the knot would not cinch and as a result the suture broke. The surgeon removed the suture and the t1 was left in the joint unsupported. Additional fast-fix was available and used to complete the repair. No delay was reported and no patient injury or complications took place.

Manufacturer narrative:
Evaluation could not be performed because the device was not returned.